Manufacturer narrative:
Date of event is in (B)(6) 2017, exact date is unknown. This report is for one (1) unknown drill bit. Part and lot numbers are unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as the specific part and lot number for drill bit is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the welded part on a 2.5mm/3.5mm double drill sleeve came off during a podiatric procedure on an unknown date in (B)(6) 2017. Also, a 2.5mm drill bit became stuck inside it. There was no reported surgical delay. Another drill bit was available for use. The procedure was completed successfully with no patient harm. This report is for one (1) unknown drill bit. This is report 1 of 1 for complaint (B)(4).